Manufacturer narrative:
The device was not returned for evaluation. A review of the lot manufacturing records is in progress.

Event description:
It was reported that when the physician tried to remove the device from the patient, the device port was broken and part of it remained in the patient¿s abdomen. The physician successfully removed the broken part with no impact to the patient. No secondary treatment was required.

Manufacturer narrative:
The device is not available for evaluation as it was disposed of by the practitioner after treatment. It is indicated in the instruction for use (IFU) skin ports can bend/break if misused. Skin ports are a reusable product that requires examination for damage after extended use and resterilization. Customers should discard the product if the skin port deforms or shows evidence of cracking or tearing. The IFU also states misuse and improper insertion techniques are the primary causes of skin port damage/deformation. Before each use, customers are instructed to examine the skin ports for cracks, tears, and wear. Cracks usually occur along the trocar or lumen area of both types of skin ports - the discs and the corkscrew. Tears present on the silicone portion of the skin port. Wear can be seen when the hexagon shaped hole on the corkscrew skin port becomes rounded, or when thinning or opaqueness appears on the lumen of the disc skin port. It is unclear if the damage was due to wear or technique related issues. Reports of damage to the skin ports during vaserlipo treatment are rare. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The device is not available for evaluation as it was discarded.